Event description:
It was reported that the patient had an unknown sling implanted on unknown date. A new device aus 4cm cuff was implanted on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.